Event description:
Following successful deployment of the cypher stent the physician reported incomplete deflated of the balloon. He was able to remove the device without injury to the patient. There had been no problems inflating the device. The device will be returned for evaluation.